Manufacturer narrative:
Correction: the initial was sent inadvertently. Upon follow up, it was discovered that this event was previously captured in 2937457-2021-00713 and 8030665-2021-00575.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient experienced a fluid leak from their cassette in the door of the cycler during their pd treatment. The patient completed their second full drain. The patient received an air detected in the cassette alarm during an unknown fill of their treatment. When the cassette door of the cycler was opened fluid ran out. The rn did not see any visible holes or tears in the tubing. The rn reported that the cassette is available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient experienced a fluid leak from their cassette in the door of the cycler during their pd treatment. The patient completed their second full drain. The patient received an air detected in the cassette alarm during an unknown fill of their treatment. When the cassette door of the cycler was opened fluid ran out. The rn did not see any visible holes or tears in the tubing. The rn reported that the cassette is available. Additional information was requested, however; to date has not been provided.